Event description:
It was reported equipment lens has picture similar to crescent. Difficult to focus. No delay was noted. No patient injury or complications were reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope that has focusing issue. A visual inspection was performed and showed the scope to have a bent outertube, broken negative lens with distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required.